Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly. It was also noted that the hanger assembly was cracked, the lower case was broken, the main seal was damaged, two case screws were contaminated, the display wires were pinched and the wire was exposed. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular (v) port connector of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.